Event description:
I got eye lasik done through (B)(6) in 2012. Later I found that vipin buckshey is not a surgeon, he does not even have a basic doctors degree. He did not take my pupil size and other measurements properly and did the lasik in a haphazard manner. Eyes were not dilated to check pupil size etc. He was in a hurry to get me under the blade and make fast money. Now I have glares and permanent major contrast loss in the mornings and halos and starbursts at night. I will never be able to drive. They have made me blind. Also other surgeons tell me my cornea shape is too flat and knee shaped. They might have done the wrong surgery on me.